Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
The patient had already overcome a staircase with 3 steps in the house and arrived on the plateau after the stairs (arrived already back in level ground). Then he let go of the handrail of the stairs, which he used to overcome the stairs, and wanted to take the walking cane with both legs safely back into his hand. During this movement, the joint buckled unwanted, unexpectedly and unbraked which has led to the fall and the injury.

Manufacturer narrative:
Evaluation and investigation of the knee joint showed no relevant error which may have caused or contributed to the occurred event.